Manufacturer narrative:
The insulin pump had broken reservoir tube lip, missing reservoir tube o ring, minor scratched display window and cracked case at display window corner. It was tested that the reservoir and infusion set do not stay in place due to reservoir tube damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment. The customer stated that the reservoir compartment threads had broken off and the reservoir had fallen out when waking up. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. The insulin pump was replaced and returned for analysis.